Event description:
Maude report ((B)(4)) voluntarily submitted by patient states that he/she was revised to address infection, and since the revision has experienced problems with pain and swelling. It is not clear from the report what parts were removed in the revision surgery, nor is it clear whether or not the patient currently has depuy parts.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Maude report ((B)(4)) voluntarily submitted by patient states that he/she was revised to address infection, and since the revision has experienced problems with pain and swelling. It is not clear from the report what parts were removed in the revision surgery, nor is it clear whether or not the patient currently has depuy parts. Doi unk - dor unk (hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.